Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
UDI related data quality updates only: corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-00900-100; section d4, model #, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4); section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 : section d4, serial number, of the initial medwatch report stated: (B)(6). Section d4, serial number, of the initial medwatch report should have stated: (B)(6). Section d4, unique identifier (UDI) # of supplemental medwatch report 001 stated: (B)(4). Section d4, unique identifier (UDI) # of supplemental medwatch report 001 should have stated: (B)(4). Section h4, device manufacturer date, of the initial medwatch report stated: 02/08/2021. Section h4, device manufacturer date, of the initial medwatch report should have stated: 12/22/2017. New information for supplemental medwatch report 002: h6: ventec reached out to the authorized service provider (asp) in order to obtain the status of the device's evaluation/repair. During that conversation, ventec was advised by the asp that they had previously provided ventec with the incorrect device serial number. Once provided with the correct serial number, ventec was able to determine that this issue had already been addressed/resolved and previously reported to the FDA via medwatch report # 3013095415-2023-00679. That investigation stated the following: "the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve."